Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule became lodged in the patient's hernia. The patient was inquired if he can ingest another capsule and was informed that the patient should ingest another capsule if it has been verified that the capsule has been passed or removed. It was stated that the physicians will remove the capsule and perform the study again once the capsule has been passed or removed from the patient.

Manufacturer narrative:
Additional information: patient code - (B)(6) (stuck due to patient's pre-existing hernia). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule became lodged in the patient's hernia. It was noted that the patient had a pre-existing hernia. The capsule has yet to pass from the patient and sales representative stated that the physicians will remove the capsule and perform the study again once the capsule has been passed or removed from the patient. There was no patient and user harm.

Manufacturer narrative:
Additional information: (first name, last name), (email), if information is provided in the future, a supplemental report will be issued.